Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had their pump removed two weeks after it was implanted. She stated that "it didn't work". The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.